Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that the wake button was difficult to press and required multiple presses to turn on the pump screen. Additionally, a malfunction alarm occurred. Customer's blood glucose was 138 mg/dl. The customer reverted to an alternate form of insulin therapy.